Event description:
It was reported that bd precisionglide¿ needle after a dose of eylea was drawn into the syringe, it was noticed that the needle was missing from hub. Per reporter, the reporter stated after the operator drew a dose of eylea into the syringe, the operator noticed that the injection needle was missing from the carton.

Manufacturer narrative:
Investigation: one photo was provided. It shows a plastic hub connected to a syringe. The plastic hub doesn't have the needle, therefore failure mode is verified. This would have occurred during the needle integration process during production and was missed by personnel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle after a dose of eylea was drawn into the syringe, it was noticed that the needle was missing from hub. Per reporter, the reporter stated after the operator drew a dose of eylea into the syringe, the operator noticed that the injection needle was missing from the carton.